Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the female luer of the t-connector which was infusing d5 and .5% ns with 40 meq/l of nahco3 and was noted to be cracked and leaked while connected to a patient. There was no patient harm.